Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump alarmed with an unknown error code during infusion, followed by a "cassette partially unlatched" alarm. After the battery door was opened and closed, the pump displayed error code 46822. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.